Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to a dent on the composite port and unsecured signal cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation of the returned device at the olympus repair center, it was also found that there was a dent on the composite port due to which signal cable could not be fixed into it. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The demo video processor was returned to olympus as part of the asset return process. During routine inspection of the device by olympus, it was found that there was no image from the composite output port. There was no procedural or patient involvement associated with this event. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.